Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: improper component placement and renal artery occlusion. Additionally, the IFU cautions: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that during the advancement of the contralateral leg endoprosthesis through tortuous access vessels the introducer sheath pushed the trunk ipsilateral endoprosthesis a few millimetres proximal which resulted in a partial coverage of both renal arteries. On (B)(6) 2013, additional stents were implanted into the renal arteries. Final imaging was satisfactory and the renal function stable.